Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the cause of the phenomenon was not established. Replacing the lamp resolved the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer spoke with olympus technical assistance center (tac), and it was noted that the lamp life was at 500 hours. The customer followed up stating that the lamp was changed, and the image was good. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited that the image was so dark that the bladder cannot be observed even if the brightness was maximized. There were no reports of patient harm.